Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified lower scan values while wearing the adc freestyle libre sensor compared to an hcp device. On 01nov2021, the customer reported a sensor scan of 60 mg/dl compared to an hcp glucose test of 137 mg/dl and received unspecified third-party medical treatment, however, refused to continue the troubleshooting process. Therefore, no further information was provided regarding the medical event. No further information was provided. There was no report of death or permanent injury.